Event description:
The pt had a fall onto his bottom the previous night and he subsequently could not locate the ins with the pt programmer. His wife assisted him and they were able to adjust the stimulation from 5.0 to 5.9 v and the pt then felt "tingles". Four days later, the pt again could not adjust the stimulation- without the antenna on the programmer. He did not have an antenna to try. He did not have therapeutic effect; he urinated three times in an hour the day before. He had experienced dripping previously and it was stated that the device had been off. His status was fair. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).